Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the general bile duct performed on (B)(6), 2010. According to the complainant, during the procedure, the distal tip of the guidewire detached in the intestine of the patient. No attempt was made to retrieve the fragment; the physician believed it would pass naturally. Another jagwire was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the general bile duct performed on (B)(6) 2010. According to the complainant, during the procedure, the distal tip of the guidewire detached in the intestine of the patient. No attempt was made to retrieve the fragment; the physician believed it would pass naturally. Another jagwire was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned complaint device revealed 2cm of the distal tip pebax coating detached, exposing the core wire. The remaining pebax coating on the distal tip was found to be slightly scraped. Evidence of adhesive was found on the core wire, indicating the pebax coating had been properly attached. The entire length of the guidewire was examined and no anomalies were observed. The core wire was found to be intact. Dimensional inspection was also performed. The overall length and diameter of the guidewire were measured, and were found to be within specifications. Based on the condition of the returned complaint device, it is possible the guidewire came into contact with another device, causing detachment of the distal tip pebax coating. Therefore, the most probable root cause for this event is caused another device. A review of the device history record (DHR) was performed and no anomalies were found. A search of the complaint database revealed that no previous complaints exist for specified lot.

Manufacturer narrative:
(B)(4) - guidewire tip detachment. The reported lot number is 13428913, however this lot number did not match the reported upn. Therefore, no expiration or manufacture date could be provided. It was reported that the device was not used past its expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.